Event description:
It was reported that the patient presented with a perforation with extravasation in the left anterior descending artery. A 2.8x26mm rx graftmaster covered stent was attempted to be advanced; however, failed to cross the lesion due to anatomy. Therefore, the device was removed and another graftmaster was used to complete the procedure and successfully seal the perforation. There were no reported adverse patient sequela and no clinically significant delay reported. No additional information was been provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The guide wire notch tear and stent dislodgement were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code: 2923 and 4008 added.

Event description:
Subsequently, after the initial report was filed it was noted that stent implant was dislocated from the balloon and returned 1mm distal to the proximal balloon marker. A tear was noted on the guide wire exit notch. No additional information was been provided.